Manufacturer narrative:
One device was returned for repair with complaint that the device had a bad port / communication error. Alarm history was reviewed, verifying the complaint concerning battery communication issues. Review of service history found no repairs in the last 13 months. The cause of the issue was a failed interconnect printed circuit board, which was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad port / communication error. There was unknown patient involvement.